Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited intermittent capture at max output and undersensing, due to dislodgement. The physician had elected to monitor the lead.